Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test when she inserted a battery and software error after inserting another battery. The insulin pump also alarmed weak battery. The insulin pump did not alarm failed battery test after troubleshooting. Customer's blood glucose level was 82 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications, no failed battery test, battery out limit alarms or weak battery alarms noted. No a52 alarms noted. The insulin pump passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked battery tube threads.